Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as surgical intervention was not performed on the leads.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 1627487-2021-15561. It was reported that patient experienced ineffective stimulation. Upon x-ray review, lead migration issue was observed on both leads to the t8 location. Programming changes were attempted however unsuccessful. A surgical intervention is anticipated in the near future. No additional information is available at this time.